Manufacturer narrative:
Samples were not submitted to mts for eval, therefore, the customer's complaint could not be verified. No definitive root cause could be determined. Labeling states: in instances where confirmation of d-negative antigen status is required, negative reactions obtained with the anti-d (monoclonal) gel card should be retested with an anti-d reagent licensed for antiglobulin phase testing. Labeling cautions the user as follows: false negative test results may occur from bacterial or chemical contamination of test materials, inadequate incubation time or temperature, improper centrifugation, improper storage or materials, or omission of test results. The category dvi epitope expression of the d antigen has not been found positive with this reagent. Less than optimal cell concentrations may result in test reactions, which cannot be fully observed. A complaint review indicated no other complaints were logged against lot # 121806037-20.

Event description:
The customer typed a sample as d positive in the tube method with a competitor's anti-d antisera. This same sample typed d negative in the manual gel method using mts a/b/d monoclonal and reverse grouping card lot # 121806037-20. Results did not match the results from the tube method, preventing erroneous results from being reported.